Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failure for erobs cdu2 and was not detected on the bus for drawers 4.1 and 4.2. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4 was off from the bus. A field service engineer (fse) inspected the pyxis modular controller and all diagnostic light emission diode were found to be extinguished. Both drawer controllers were checked and no faults were found. A replacement pmc was installed, and operation was tested with no issues noted. The system functioned as intended after the field service engineer repaired the device.